Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's glucose reached 26 mmol/l (468 mg/dl) while wearing the pod between 5 and 24 hours on the arm. Upon inspection, it was noticed that the pod was leaking, and the patient was unsure if the cannula was properly inserted into the skin.

Manufacturer narrative:
Investigation found no defects or manufacturing deficiencies that would contribute to the cannula failing to properly insert, insulin leaking during wear or a failure of the pod¿s ability to deliver insulin. The received device had the cannula assembly fully deployed. Although no damage was present, the cause of the reported event could not be determined. The distal tip of the soft cannula was manually occluded, and no leaks were present. The fill septum was inspected, and no large puncture marks were found.